Event description:
It was reported that, "during the tka, when the surgeon was drilling to fix the reported device, a nurse noticed that there was a hair on the medical soft tissue."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.